Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the sjm representative met with the patient for programming and the clinician programmer and patient controller displayed error messages. The patient states her ipg has been unable to communicate with the patient controller since she underwent surgery (B)(6) 2016. Troubleshooting was unable to resolve the issue. The ipg was determined to be inoperable. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has resumed.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(4) 2017.